Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on her back under the left therapy electrode. Her physician advised her to use hydrocortisone cream on the rash. During a distributor follow-up, the patient reported that the rash had healed.